Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. This condition was not confirmed, as the sample was not returned for evaluation. Therefore the root cause could not be determined. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The customer contacted baxter's service center regarding a connection issue, which occurred on the homechoice (hc) during fill 1. The home patient (hp) stated that the patient line extension had disconnected from the patient line. The hp requested assistance with ending therapy, so that she could start over with all new supplies. The technical service representative (tsr) assisted the hp as requested and advised the hp to inform her registered nurse (rn). There was patient involvement, however no patient injury nor medical intervention indicated at the time of the initial report.